Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system was returned without the stent. The c-flex was proximal to the distal tip and had a jagged edge. The shrink tubing/c-flexjunction was intact. Quality engineering concluded that the root cause of the abdominal inflation was related to the high-pressure inflation of the balloon. Reveiw of the incident indicates the doctor inflated the stent delivery system balloon to 14 atmospheres. The rated burst pressure of this device is 8 atmospheres. Although no balloon rupture occurred, exceeding the rated burst pressure can lead to over-expansion of the balloon, causing device damage and potential injury. The product instructions for use clearly denotes appropriate deployment pressure and stent diameter. There is no indication in the complaint that any device defects were noted during preparation. An in-service will be conducted regarding deployment strategy. The device manufacturing records for this product lot were reveiwed and no non-conformities were found. As part of co's manufacturing and quality process, all stent delivery systems are inspected during the final manufacturing phase to ensure proper device structure and integrity. Samples from each lot are visully, dimensionally, and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure that the distal portion of the stent was suspected to be undeployed. Inflation of the stent to 14atm (contrary to IFU) resulted in resistance to remove the stent delivery system. Ivus was used to confirm apposition of the proximal portion of the stent but would not pass distally. Reportedly the patient was sent for surgery and is doing well.